Event description:
It was reported that the user experienced nighttime low blood glucose after announcing a low-carbohydrate dinner while already near the lower end of target, followed by nausea and vomiting after the meal, and later sought guidance on proper manual glucose entry into the device. Symptoms included nausea and vomiting associated with hypoglycemia, with a documented low of 52 mg/dl lasting about 30 minutes. Outcomes included self-treatment with juice, no ketone testing, and no medical intervention or hospitalization. Investigation included product-use review, user education on avoiding meal announcements when below target, confirming glucose with a fingerstick, and recognizing stress and physical exertion as factors that can lower glucose. Investigation of this case revealed use-related factors, including meal announcement during a low or near-low state and emesis preventing carbohydrate absorption, which are consistent with known contributors to hypoglycemia in automated insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was use error and physiologic factors rather than a device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.